Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated they were trying to fill but it would not, they said the left port had very little vacuum. Per ttm report, biomed had the arctic sun device that will not fill. They hear clicking, but nothing was happening. Sn # (B)(6). Per follow up information received via phone on 28mar2025, spoke with other biomed staff who stated that the circulation pump was replaced onsite on 03mar2025. All tests ran after the pump replacement passed and the device was sent back to the department and is ready for use.

Event description:
It was reported that the biomed stated they were trying to fill but it would not, they said the left port had very little vacuum. Per ttm report, biomed had the arctic sun device that will not fill. They hear clicking, but nothing was happening. Sn # (B)(6). Per follow up information received via phone on 28mar2025, spoke with other biomed staff who stated that the circulation pump was replaced onsite on 03mar2025. All tests ran after the pump replacement passed and the device was sent back to the department and is ready for use.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was circulation pump failure. Biomed stated they were trying to fill but it would not, they said the left port had very little vacuum. Per ttm report, biomed had the arctic sun device that will not fill. They hear clicking, but nothing was happening. Sn # (B)(6). Per follow up information received via phone on 28mar2025, spoke with other biomed staff who stated that the circulation pump was replaced onsite on 03mar2025. All tests ran after the pump replacement passed and the device was sent back to the department and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this event is not an out-of-box failure and therefore is not manufacturing related. Corrections: d, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.